Event description:
Caller is reporting customer's death. Caller stated, his wife passed due to high blood glucose. The blood glucose reading was over 600 mg/dl. The hospital tried to treat the high blood glucose with IV drip, but the veins were hard to find and they did make it. This event happed eight hours before the customer passed away. Caller stated that the insulin pump was not the cause of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.